Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that the patient had been having a hard time with her device and wanted to understand the meaning of the battery icons that she was seeing on her patient programmer screen. The patient is not "getting a reaction" when trying to use her patient programmer. These issues had been occurring for 2-3 days prior to the report. The patient reported seeing the low implantable neurostimulator battery screen and therapy was not on. It was reviewed that therapy needs to be on for it to be effective. The situation was resolved.

Event description:
Additional information from the patient reported they were urinating every 10 -15 minutes for at least 3 hours on two consecutive days. At first, they were not sure how they were turning the battery off, and later mentioned they were under the impression that by pressing the middle button on the left side of the device, that was the reason it was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.